Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. (B)(4).

Event description:
The customer reported that gentamycin, (240 mg/106 ml) which was expected to infuse over one hour, ran faster than expected in 5 minutes. After the infusion, the user also reported blood was visible in the tubing, and the tubing was discarded. Two patient weights were provided. The patient weight was (B)(6) according to the nurses¿ notes, and it is possible the infusion may have been programmed for an actual patient weight of (B)(6), however the device was not expected to be programmed using the patient¿s weight. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the medication infused faster than expected was not confirmed. The pcu event log shows that at 1:36 pm on (B)(6) 2017 a custom concentration secondary infusion of gentamicin traditional dosing was programmed to infuse at a rate of 106ml/hr for 1 hour. Shortly after the start of the infusion the device was paused and was restarted 36 seconds later. Four minutes later, the device was paused again. The device was then channeled off four minutes after being paused. The volume recorded as being infused for the secondary infusion of gentamicin was 6.82ml. There were no alarms prior to the device being channeled off. The starting volume of the fluid container cannot be determined through device logs. The pump module and disposable sets were not returned for investigation. The root cause of the medication infusing faster than expected was not identified.